Event description:
It was reported that the patient cable was loose at the rubber end with black and white connectors. The four rubber feet were replaced. There was also a loose component on the printed circuit board.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu being damaged was confirmed, as the returned mpu (serial number (B)(6) ) was observed to have a loose rubber encasing around its black and white lemo connectors on its patient cable upon arrival. The mpu was received at the european distribution center. The mpu was functionally tested and was found to perform as intended despite the observed damage. The mpu was opened, and a loose component was observed on its main pcb; however, this did not affect the functionality of the unit. The mpu¿s patient cable, four rubber feet, and main pcb were replaced with new components. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root causes of the observed damages were unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.